Manufacturer narrative:
Device evaluation: visual and tactile inspection of the device revealed a kink approximately 126cm from the proximal end and damage/missing solder from the spring tip. All outer diameter measurements of the device are within the specifications. The portion of the device with solder damage was sent to the sem lab for analysis and their conclusion is that the solder damage was most likely caused by circumferential wear on the wire surface due to the burr coming in contact with the spring tip. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. The root cause of the reported complaint has been determined to be user related as per the dfu: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip." (B)(4)

Event description:
Reportable based on the product analysis completed on (B)(4) 2011. Same case as: 2134265-2011-00733. It was reported that during a rotational atherectomy treatment procedure, the burr detached from the catheter. The stenotic lesion was located in the tortuous and severely calcified renal artery. The physician advanced the 1.50mm rotalink burr to the lesion and upon removal the burr got stuck to the rotawire guide wire and was unable to be separated from the rotawire guide wire and could not be backed up. When the physician attempted to assist the burr, the burr came off the catheter and remained on the rotawire guide wire. The physician observed that the burr had detached from the catheter and removed everything as one unit. The procedure was completed with another rotawire guide wire and a new 1.5mm rotablator burr. No complications were reported and the patient's status is ok. Returned product analysis revealed missing solder.